Event description:
During global pharmacovigilance (gpv) follow up on a customer report of an infection, the rn confirmed the patient had peritonitis. On (B)(6) 2011, the patient began treatment with dianeal low cal ambuflex (lot numbers unknown) total volume of 11,500 ml ip nightly. Using 2,300 fill volume for 5 cycles with last fill is zero. The patient does 1 manual exchange of dianeal low cal ultrabag 2,000 ml ip daily as a midday exchange for peritoneal dialysis. Dianeal therapies were ongoing. On (B)(6) 2012 the patient experienced the onset of peritonitis. On the same day the patient was treated with ancef (dosage and route unknown). On (B)(6) 2012, the patient was treated with 2 grams vancomycin intraperitoneally (ip)- manual exchange- q 5 days for 3 weeks. The patient was not hospitalized and it has been reported the patient is recovering from the peritonitis. The cause of the peritonitis was reported to be touch contamination. The patient was retained by the nurse.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the prevention of the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.